Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received a vibratory alert due to hvlic out of range the review of the last 7 days trend found the rv to svc and svc to can vectors both elevated. A suspected loose setscrew issue was discussed. The physician decided to reprogram the shocking vector to rv can. The device remains implanted.